Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 13 march 2017. The fse verified the liquid level adjustment. The problem was reportedly very intermittent, the engineer replaced both the sensor cable & cable -s202 to cn309 on the sense board. The fse also replaced a sample tube holder for a missing finger spring. The engineer tested instrument with no errors and the customer ran quality control with no reported issues. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was cable s202 to cn 309 and the sensor cable

Event description:
On (B)(6) 2017 a customer reported 360 ss intermittent error on tubes with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctni2 and ckmb patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.